Event description:
It was reported to philips the device rfu indicator was not functioning. There was no patient involvement.

Event description:
It was reported to philips the device rfu indicator was not functioning.